Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge septum had dislodged from the pump prior to use. Customer's blood glucose level was between 200-230 mg/dl. Reportedly, a new cartridge was able to be successfully loaded.